Manufacturer narrative:
Correction to the initial MDR in fields. Aware date: (B)(6) 2017.

Event description:
A report was received that the patient was experiencing an increasing pain that radiated bilaterally from the lower back to the feet. It was noted that the scs battery was not functioning and charging properly as it might have flipped at some point when the patient slipped and fell, which also triggered leg numbness. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70, serial#: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. Date of event : (B)(6) 2015.

Event description:
A report was received that the patient was experiencing an increasing pain that radiated bilaterally from the lower back to the feet. It was noted that the scs battery was not functioning and charging properly as it might have flipped at some point when the patient slipped and fell, which also triggered leg numbness. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
Additional information was received that the injection was for pre-existing pain. No further course of action at this time.

Event description:
A report was received that the patient was experiencing an increasing pain that radiated bilaterally from the lower back to the feet. It was noted that the scs battery was not functioning and charging properly as it might have flipped at some point when the patient slipped and fell, which also triggered leg numbness. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
Additional information was received that injection was administered to the patient.

Event description:
A report was received that the patient was experiencing an increasing pain that radiated bilaterally from the lower back to the feet. It was noted that the scs battery was not functioning and charging properly as it might have flipped at some point when the patient slipped and fell, which also triggered leg numbness. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing an increasing pain that radiated bilaterally from the lower back to the feet. It was noted that the scs battery was not functioning and charging properly as it might have flipped at some point when the patient slipped and fell, which also triggered leg numbness. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.